Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was emitting constant tones and at followup, displayed a memory fault code. The physician elected to explant the ICD. A new device was implanted successfully.